Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The two modular hex head screwdriver tips are jammed up and will no longer swivel freely.

Manufacturer narrative:
Examination of the returned instruments confirmed the complaint; the heads were a little difficult to swivel; however, still functional. The root cause is attributed to poor cleaning and/or drying methods; minor discoloration was found at the swivel joints. A two-year search of the complaint database did not identify a trend for this issue for this product code. The instruments range from 3 to 7 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.